Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic chole procedure, while using the device on bile duct, there were issues reported with the loading or firing of the clips. The device was able to fire a few times and subsequently the surgeon was not able to continue firing as the handle got stuck. Another device was used to complete the case. There was no patient injury.